Manufacturer narrative:
H6: corrected health effect - clinical code and medical device problem code.

Manufacturer narrative:
H3: pending investigation. H7: z-2127-2021.

Event description:
As part of the manufacturer's recall campaign, the patient presented for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head and unusually large osteolysis in the prosthesis acetabulum as a sign of inlay wear. This could be verified during the joint revision. As part of the replacement operation, the cysts in the socket were curettage and sealed using allogeneic means, cancellous bone and due to the loosening of the cup, the change to a revision cup with change of the prosthetic head (, mrs-titan standard, size 64).

Manufacturer narrative:
D10: concomitant: 180-01-60 nv crown cup clstr hole 60mm group: 4, 4155101. Reported under MDR#: 1038671-2024-02602 h3: the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the acetabular cup and the bone, which led to aseptic (non-infected) acetabular loosening. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The extent and root cause of the wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.